Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was positioned in several locations, however, there was variable r-wave sensing values and high capture that resulted in a loss of capture. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of failure to capture and a sensing problem were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.